Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp pain in pelvic area') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural haemorrhage ("bleeding"), procedural pain ("cramps"), nausea ("nausea"), vulvovaginal pain ("sharp pain in the vgay") and coital bleeding ("spotting after intercourse"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, vulvovaginal pain and coital bleeding had resolved and the post procedural haemorrhage, procedural pain and nausea outcome was unknown. The reporter considered coital bleeding, nausea, pelvic pain, post procedural haemorrhage, procedural pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp pain in pelvic area') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural haemorrhage ("bleeding"), procedural pain ("cramps"), nausea ("nausea"), vulvovaginal pain ("sharp pain in the vgay") and coital bleeding ("spotting after intercourse"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, vulvovaginal pain and coital bleeding had resolved and the post procedural haemorrhage, procedural pain and nausea outcome was unknown. The reporter considered coital bleeding, nausea, pelvic pain, post procedural haemorrhage, procedural pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.